Event description:
A distributor in healthcare facility in (B)(6) reported that the patient had tipped over the hc604 CPAP and a sound was heard. The patient turned the unit to the right side up position and the "unit caught on fire within seconds". A small hole was reported on the side of the unit. No patient consequence was reported.

Event description:
A distributor in healthcare facility in (B)(6) reported that the patient had tipped over the hc604 CPAP and a sound was heard. The patient turned the unit to the right side up position and the unit caught on fire within seconds. A small hole was reported on the side of the unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint hc604 CPAP device was returned to fisher & paykel healthcare new zealand and visually inspected. The control printed circuit board (pcb) was powered separately to check for error codes, and the power pcb was inspected. Results: no errors were logged on the fault log of the control pcb. Visual inspection revealed that a hole, 10.7mm in diameter, was observed on the pcb side of the complaint device's upper case. Upon opening of the case, no damage was found on the control pcb. Charring was observed on both sides of the power pcb, along with track and component damage. Conclusion: water had pooled around the tracks leading to the heater plate circuitry. Arcing would have occurred and the resulting burn would have led to the formation of carbon on the pcb. The current flowing through the carbon would have generated a large amount of heat, causing the surrounding areas to burn and heat was sufficient to create a hole in the casing. The hc604 is designed to the electrical safety standard ul60601-1. The case is composed of a flame retardant material, which performed as intended. All plastics used within the hc600 series products are ul94v-0 flammability rated. The main action item from our CAPA to address this issue was to overmould plastic material ((B)(4)) onto the high voltage (mains) part of the power pcb. This prevents water coming into contact with the tracks on the area of the board where water causes arcing that leads to this overheating event. This complaint device did not have the revised pcb.

Manufacturer narrative:
(B)(4). The investigation of the complaint device is currently in progress. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in healthcare facility in (B)(6) reported that the patient had tipped over the hc604 CPAP and a sound was heard. The patient turned the unit to the right side up position and the "unit caught on fire within seconds". A small hole was reported on the side of the unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint hc604 CPAP device was returned to fisher & paykel healthcare new zealand and visually inspected. The control printed circuit board (pcb) was powered separately to check for error codes, and the power pcb was inspected. Results: no errors were logged on the fault log of the control pcb. Visual inspection revealed that a hole, 10.7mm in diameter, was observed on the pcb side of the complaint device's upper case. Upon opening of the case, no damage was found on the control pcb. Charring was observed on both sides of the power pcb, along with track and component damage. Conclusion: water had pooled around the tracks leading to the heater plate circuitry. Arcing would have occurred and the resulting burn would have led to the formation of carbon on the pcb. The current flowing through the carbon would have generated a large amount of heat, causing the surrounding areas to burn and heat was sufficient to create a hole in the casing. The hc604 is designed to the electrical safety standard ul60601-1. The case is composed of a flame retardant material, which performed as intended. All plastics used within the hc600 series products are ul94v-0 flammability rated. The main action item from our CAPA to address this issue was to overmould plastic material ((B)(4)) onto the high voltage (mains) part of the power pcb. This prevents water coming into contact with the tracks on the area of the board where water causes arcing that leads to this overheating event. This complaint device did not have the revised pcb.